Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: an f/g,promus element,mr,ous 3.00x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent identified stent damage. The 9 most distal stent strut rows were damaged and stretched. Stent had moved distally on the balloon; the proximal end of the stent was situated 2mm distal of the proximal marker band and the distal end of the stent was covering the distal marker band. The undamaged section of the crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05mar2017. It was reported that crossing difficulties were encountered. Patient presented due to unstable angina. Vascular access was obtained via the femoral artery. The 3x20mm, 90% stenosed, concentric with significant lesion bend of >45 and <90 was located in a mildly to highly tortuous distal left anterior descending (lad) artery. A 3.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damaged and moved on balloon.